Event description:
The customer reported that after the exam, they moved the system to another room and the system would not boot.

Manufacturer narrative:
The ge service rep checked system over. He could not reproduce problem. System booted as intended, every time. Booted system with the c-arm and without. Reseated circuit boards within the workstation. Checked all connections. Repaired pwer cord.